Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator (usm) 1 to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was tested on an in house system and failed normal mode as error 23069 on the insertion was triggered. The unit was also tested on an in house system and passed lissajous, fiber friction, brake and sensors check, but failed chipencoder virtual absolute (cva) characterization on insertion. The insertion cva printed circuit assembly (pca) was swapped with a new one and the error went away and the unit passed insertion cva characterization. After further investigation, the insertion cva pca, cva disk, and cva flat flex cable (ffc) will be replaced. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a universal surgical manipulator was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate the procedure change.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, a fault occurred on arm 1. The customer disabled arm 1 prior to calling. The tech support engineer (tse) viewed the live logs and noted error 23094 on universal surgical manipulator (usm) 1 axis 3. The tse recommended that they hard power cycle the system. The customer hard power cycled the system and the issue remained. The customer continued with the case but needed all of the arms for the next cases. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.